Manufacturer narrative:
A patient experienced an infection at ipg and lead site was reported to abbott. There was pain/inflammation at ipg site and discharge at the lead site. The entire system was explanted; however, no explanted products were returned for analysis. The patient was treated with antibiotics to address the issue. As a result, a device history record was performed to review and confirm the sterility of the devices. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
Related manufacturer reference number: 3006705815-2024-00349. It was reported that patient experienced an infection at ipg and lead site. There was pain/inflammation at ipg site and discharge at the lead site. Antibiotics were given. Surgical intervention was undertaken wherein the entire system was explanted.

Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
Additional information indicates this event was submitted via voluntary medwatch form mw5153748.

Manufacturer narrative:
A patient experienced an infection at ipg and lead site was reported to abbott. There was pain/inflammation at ipg site and discharge at the lead site. The entire system was explanted; however, no explanted products were returned for analysis. The patient was treated with antibiotics to address the issue. As a result, a device history record was performed to review and confirm the sterility of the devices. Based on the documents reviewed, the source of the infection remains unknown.